Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate per medical opinion, the perceived root cause of the event was stj perforation associated with valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. The esheath+ was introduced through right femoral access, and the sentinel cerebral protection system was successfully deployed via right radial access. A reference pigtail catheter was navigated to initiate valve crossing. Following successful crossing of the native aortic valve, a pre-shaped guidewire was positioned in the left ventricle. The commander delivery system, with the valve, was advanced through the esheath+ without issue. The valve was aligned between radiographic markers, and the reference pigtail was used to confirm positioning. Rapid pacing was initiated, and the balloon was inflated to deploy the valve. The valve was implanted in a good position. After valve deployment, the patient developed bradycardia, followed by hypotension and progression to asystole. Imaging via fluoroscopy and echocardiography revealed cardiac tamponade. Cardiopulmonary resuscitation (CPR) and pericardiocentesis were initiated. Autotransfusion of aspirated pericardial blood was performed, resulting in initial signs of hemodynamic recovery. Control angiography ruled out paravalvular leak, annular rupture, and ventricular perforation. Imaging findings suggested an aortic injury above the non-coronary sinus as the likely source of tamponade. Surgical exploration was undertaken to identify and repair the injury. During the procedure, the patient experienced ventricular fibrillation. Despite defibrillation and direct cardiac massage, the patient remained in asystole and was subsequently declared deceased. Surgical findings confirmed a posterior perforation near the sino-tubular junction (stj). Per medical assessment, the perceived root cause of the event was stj perforation associated with valve deployment.